Event description:
It was reported that during use of this suture hook in a right shoulder slap repair, the tip broke off in the patient's joint. The tip was retrieved arthroscopically and another suture hook was used to complete the surgery. There was no injury associated with this event.

Manufacturer narrative:
Investigation findings: the suture hook was received for evaluation without the detached tip. A visual examination of the outer tube showed no signs of damage from use. The cause of this failure was unable to be determined. A review of product history for the past 2 years showed one other report for this failure mode. Conmed linvatec will continue to monitor this product for failures.